Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for a 22-year-old female that was admitted to the emergency room with a diagnosis of syncope and influenza b. (Customer¿s diagnostic cutoff is 35 ng/l) the following results were provided: sid (B)(6) initial result = 175 ng/l new sample drawn with sid (B)(6) on another analyzer (B)(6) = <4 ng/l. Repeat results of tube with sid (B)(6) on both analyzers = <4 ng/l. No impact to patient management was reported.